Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during use inadvertent mishandling resulted in the noted multiple bends in the core; thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during use of the balance middleweight (bmw) hydro guide wire, the guide wire became stuck in the balloon lumen. It was not possible to remove the guide wire from the balloon so both devices were removed as a single unit together. Another non-abbott guide wire was used to continue the procedure. There was a reported delay of 10 minutes; however, there was no consequence to the patient. There were no reported adverse patient effects. No additional information was provided.